Event description:
Caller reported a cartridge alarm during the load process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was educated on proper load techniques, but the alarm recurred and the pump could not resume insulin therapy, so cts decided to replace the pump. Meanwhile, the customer opted to use multiple daily injections as a backup therapy and expressed interest in an out-of-warranty loaner pump. A signed loaner pump agreement form was completed and attached to the case.